Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during preparation for use, when flushing the 14f esheath with heparinized saline, it was noticed that the fluid was flowing back from the sheath housing. A new esheath was opened and used for the procedure. The procedure was uneventful.

Manufacturer narrative:
The sheath was returned for evaluation. The sheath was returned unexpanded with a slight curve in the shaft due to packaging. The returned device was visually inspected for any abnormalities under pre- and post- decontamination conditions. The following was observed a bend in flush tubing due to packaging, no external visual abnormalities on seals or housing, no abnormalities on disc or cross slit valves and a small separation between two lips of the duckbill valve. Function testing was performed. Before the valves were removed and inspected, the esheath was flushed without any other devices or guidewire inserted. Leakage was observed from the sheath housing during flushing. A guidewire was then inserted through the sheath and the test was repeated. No leak was observed with the guidewire inserted. Hemostasis testing was then performed to assess if the returned esheath would leak when subjected to clinical conditions. The sheath was tested with and without a guidewire inserted. The leak rate measured during hemostasis testing met the specification. A device history review (DHR) was performed and none of the relevant work orders revealed any issues that may have contributed to the reported event. A lot history review for the relevant work order revealed no other complaints for ¿sheath housing, hemostasis valve ¿ leakage¿. A review of the complaint history reveals that the occurrence rates did not exceed the june control limits for the trend category of ¿leakage¿ for the esheath. No instructions for use (IFU) or training inadequacies were identified. The complaint for ¿sheath housing, hemostasis valve ¿ leakage¿ was confirmed. A review of the DHR and lot history provided no indication that a manufacturing non-conformance would have contributed to the reported event. A review of manufacturing mitigation further supports that the esheath and valves have proper inspections in place to detect issues related to hemostasis valve leakage. Additionally, a review of the IFU and training manual revealed no deficiencies. Visual inspection of the returned device noted a small separation on the lips of the duckbill valve. The duckbill valve is designed to provide hemostasis when there is nothing inside of the sheath. The disc and cross slit valve each have an opening in them to allow for the passage of a guidewire and delivery system, so hemostasis will only be maintained with no devices inserted if the duckbill valve successfully prevents backflow of fluid. This requires that the lips of the valve remain closed. Flushing the device during functional testing showed that the device leaked through the housing, confirming the complaint. The device did not leak during subsequent hemostasis testing. This indicates that the duckbill valve may have closed properly when the device was subjected to flow simulating a pulse. Based on functional testing and visual observation, it is possible that the separation between the lips of the duckbill valve used in this procedure contributed to the complaint. However, it is not possible to determine if the duckbill abnormality is the result of a manufacturing issue or if it was caused by handling of the device. A definite root cause for the reported event is unable to be determined at this time. The complaint for ¿sheath shaft, hemostasis valve - leakage¿ was confirmed based on functional testing of the returned device. No manufacturing nonconformities were conclusively identified in the returned device, and a review of IFU/training materials revealed no deficiencies. A root cause was unable to be determined at this time. Because engineering was unable to eliminate a manufacturing issue as a contributing factor, awareness training was performed. The occurrence rate did not exceed the june 2017 monthly control limits, and no corrective/preventative action is required at this time.

Manufacturer narrative:
The device was returned for evaluation. Investigation is underway.